Manufacturer narrative:
Investigation: summary: bd received samples from the customer facility for investigation. The customer samples were evaluated, and stopper/shield separation was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A CAPA was initiated for complaints relating to stopper/shield separation. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Conclusion: based on the investigation, the customer¿s indicated failure mode for stopper/shield separation was observed by bd pas during evaluation. Additionally, a CAPA was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Root cause: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with stopper/shield separation and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that the rubber stopper of the bd vacutainer® brand sst ii tubes containing silica and gel 8.5ml, detached before use when the cap was taken off. No reported medical intervention or serious injury.